Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that a 3.5 22mm non-locking screw went through a size l lisfranc anchorage lisfranc plate. The surgeon backed the screw out and cut the hole off of the plate using the plate cutter. Surgical delay was reported as 10-15 minutes. Additional x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that a 3.5 22mm non-locking screw went through a size l lisfranc anchorage lisfranc plate. The surgeon backed the screw out and cut the hole off of the plate using the plate cutter. Surgical delay was reported as 10-15 minutes. Additional x-rays, medical records, and further information are not available due to hospital policy.